Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test." The patient's past medical history included cholelithiasis and cholecystectomy. Concurrent conditions included abdominal pain, nausea, epigastric pain, vomiting, acute diarrhea, left upper quadrant pain, vaginal bleeding, cervicitis and ovarian cyst. Concomitant products included oxycocet (acetaminophen w/oxycodone) and oxycocet (percocet). In 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2015; surgical removal of coil(s)). At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: removal details (discrepancy regarding dates; reported as (B)(6) 2015 and (B)(6) 2015): the right fallopian tube was grasped, the tube was opened, the essure coil was identified, grasped and delivered from the abdominal cavity via the laparoscopic trocar. There was no evidence of essure coil on the left either laparoscopically or hysteroscopically. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Case medically confirmed. Historical and concomitant conditions added. Concomitant drugs added. New event added: the plaintiff did not undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included cholelithiasis and cholecystectomy. Concurrent conditions included abdominal pain, nausea, epigastric pain, vomiting, acute diarrhea, left upper quadrant pain, vaginal bleeding, cervicitis and ovarian cyst. Concomitant products included oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("migration of implant/expulsion."), cervicitis ("cervicitis."), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2015; surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device expulsion, cervicitis, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cervicitis, device expulsion, perforation and vaginal discharge to be related to essure. The reporter commented: removal details (discrepancy regarding dates; reported as (B)(6) 2015): the right fallopian tube was grasped, the tube was opened, the essure coil was identified, grasped and delivered from the abdominal cavity via the laparoscopic trocar. There was no evidence of essure coil on the left either laparoscopically or hysteroscopically. Patient received treatment for events ¿ pelvic pain, abdominal pain, expulsion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events abdominal pain, vaginal discharge, cervicitis were added. Event device dislocation updated to device expulsion. Essure insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove essure) and surgery (in 2016, she had surgery to remove essure). Essure was removed in 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.